Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the stent was removed from the packaging and an attempt was made to feed it over the wire. However, the stent deployed itself. The physician did not push the handle, yet the stent released on its own. The procedure was completed with another of the same device. There were no known patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the stent was removed from the packaging and an attempt was made to feed it over the wire. However, the stent deployed itself. The physician did not push the handle, yet the stent released on its own. The procedure was completed with another of the same device. There were no known patient complications reported as a result of this event. ***additional information received on 5feb2025*** it was reported that the indication for the stent placement was stricture management, and the anatomy location was bile duct.

Manufacturer narrative:
Blocks a3 has been corrected. Block e1 initial reporter zip/post code and initial reporter phone were corrected. Block b5 has been updated. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Manufacturer narrative:
Block b1 has been corrected. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: a wallflex biliary fully covered stent was returned for analysis. Visual inspection found the stent deployed; the device had no visible failures. No damages were found on the returned device product analysis could not confirm the reported event of stent premature deployment as the stent was returned fully deployed and this issue can only be experienced during procedure; it cannot be replicated in the laboratory of analysis. The investigation concluded that there is not enough evidence to provide a definitive conclusion regarding the cause of the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the stent was removed from the packaging and an attempt was made to feed it over the wire. However, the stent deployed itself. The physician did not push the handle, yet the stent released on its own. The procedure was completed with another of the same device. There were no known patient complications reported as a result of this event. Additional information received on 5feb2025. It was reported that the indication for the stent placement was stricture management, and the anatomy location was bile duct.